Event description:
It was reported that an infection was present at the patient's dbs right burr hole incision site. As a result, surgical intervention took place on (B)(6) 2025 wherein the burr hole cover and right dbs lead were explanted. Additionally, patient was given IV antibiotics to address the issue. The infection has now resolved.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.